Event description:
It was reported that at implant, the left ventricular lead could not be positioned in the desired location. The lead was not used and another lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned and analyzed. Further testing revealed proximal conductor had blood/body fluid (not obstructed), outer insulation was breached cut, and there was apparent explant damage.